Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs stimulator "poked" through her skin. The patient was prescribed antibiotics and a dressing was reportedly applied on the ipg site. Follow-up identified the patient's entire scs system was removed.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the reported event cannot be confirmed via laboratory testing.